Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered one anti-tachycardia pacing (atp) and six shocks as inappropriate therapy due to supraventricular tachycardia (svt), with the available therapy exhausted as a result. Technical services (ts) reviewed the episodes with the calling field representative and advised for the devices programmed settings to be reviewed with the patients physician so it could be adjusted to hopefully prevent it from reoccurring in the future. The device was reprogrammed. No additional adverse patient effects were reported.